Manufacturer narrative:
This adult female subject was enrolled in a company-sponsored interventional study titled "use of transvaginal ultrasound to confirm essure micro-insert placement in women: demonstration of effectiveness" (protocol: (B)(6)). The subject (patient ID: (B)(6)) had fallopian tube occlusion insert (batch no. A22176) inserted. The report describes a case of endometriosis ("worsening endometriosis"). The subject's past medical history included dysmenorrhea. Concurrent conditions included endometriosis. On (B)(6) 2012, the subject had fallopian tube occlusion insert inserted. On (B)(6) 2013, 6 months 16 days after insertion of fallopian tube occlusion insert, the subject experienced endometriosis (seriousness criterion medically significant). The subject was treated with surgery (hysterectomy with bilateral salpingoophorectomy). At the time of the report, the endometriosis had resolved. The investigator considered endometriosis to be unrelated to fallopian tube occlusion insert. The reporter commented: essure removal was performed in conjunction with a gynecological surgery for endometriosis. No vasoconstrictive agent was used during the removal. No imaging procedure was performed to localize the inserts prior to removal. Essure was intact in both fallopian tubes. Most recent follow-up information incorporated above includes: on 22-aug-2017: quality-safety evaluation of ptc. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This female subject was enrolled in a company-sponsored interventional study titled "use of transvaginal ultrasound to confirm essure® micro-insert placement in women: demonstration of effectiveness" (protocol: (B)(4)). The subject ((B)(6)) had fallopian tube occlusion insert inserted. The report describes a case of medical device removal ("removal of essure inserts"). The subject's concurrent conditions included endometriosis. On an unknown date, the subject had fallopian tube occlusion insert inserted. On (B)(6) 2013, the subject underwent medical device removal (seriousness criterion intervention required). The subject was treated with surgery (robotic assisted vaginal hysterectomy with bilateral salpingoophorectomy). Fallopian tube occlusion insert was removed. At the time of the report, the medical device removal outcome was unknown. The relationship of medical device removal to treatment with fallopian tube occlusion insert was not reported. The reporter commented: essure removal was performed in conjunction with a gynecological surgery for endometriosis. No vasoconstrictive agent was used during the removal. No imaging procedure was performed to localize the inserts prior to removal. Essure was intact in both fallopian tubes. Company causality comment: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.